Manufacturer narrative:
The mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Upon investigation, it was confirmed that the locking knobs do not hold, and the teeth grind when rotated. Unit was also received without the 80lb torque knob. Root cause - the mayfield a3059 unit was received by service and repair in used condition, and the root cause of the movement issue was determined to be worn components due to heavy long term use. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield skull clamp (a3059) has a loose index locking knob, does not hold in place and does not lock. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.